Event description:
Customer alleged " lens implanted and explanted due to compromised complication. While inserting the iol in the bag, the lens seemed unstable, inspecting the posterior capsule the iol was through the posterior capsule. At that time the surgeon explanted the iol and proceeded to do an anterior vitrectomy. No patient harm occurred or injury, surgeon used another iol, and the power was changed as well. "